Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The male luer was observed to be broken. This component is purchased from a supplier and a supplier corrective action report was submitted to them. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer returned an additional sample of the 60" high flow rate extension set for evaluation. Through evaluation, the returned sample was determined to be broken. The male luer tip was received broken. There was no report of patient injury or medical intervention. No addition information is available.